Event description:
The customer observed an aberrant ca19-9 result while using the architect i2000sr analyzer. The customer provided the following results for one patient: initial 192.39 u/ml, retest 4.73 u/ml the results were not reported from the laboratory. There was no adverse impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, abbott field service evaluation of the instrument, a search for similar complaints, and a review of labeling. The abbott field service representative identified that the wash zone valve was the cause of the issue. No further issues have been identified once the valve was replaced. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect 21000sr analyzer, list number 03m74, was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.